Event description:
Tubing separated from connector during a training session with clinical manager.

Manufacturer narrative:
In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report #8021545-11/19/2013-0006. No unused devices were returned for investigation. No relevant testing could be performed. If lot info was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. Unomedical a/s received the complaint through (B)(4), the distributor of the infusion set. The internal reference number for this complaint at (B)(4).